Event description:
Caller reported not seeing drops of insulin at the end of the tubing during the fill tubing step of the load sequence. Reportedly, a supply change was performed to address the issue. Ultimately, the customer reverted to an alternate method of insulin therapy.